Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer's blood glucose ranged from 60-140 mg/dl. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique and used cold insulin to load the cartridge. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.